Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient was admitted to the clinic on (B)(6) 2018 with nasal bleeding. The patient received a nasal tamponade, which was ultimately removed on (B)(6) 2018. The event reportedly resolved on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas. No additional information was provided. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced major bleeding from their nose. The patient received a nasal tamponade. No further information was provided.